Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor quality of vision, clinical reason for explant was mechanical complication of iol. The iol was replaced for with unspecified monofocal iol model lens 6 months 5 days following the initial implant procedure. Additional information has been requested.